Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated a falsely elevated result of 1748 pg/ml for the architect b12 assay. The result did not align with the patient history (result of 219 back in (B)(6)). The sample was retested with a different reagent lot and results of 235 and 487 were generated. The result of 487 was then reported out with no impact to patient management.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Returns were not available for the investigation. Labeling review indicated that there are sufficient instructions in the product labeling to assist in troubleshooting this issue. The issue observed by the customer, with regards to an elevated result, may potentially have been caused as a result of not performing adequate mixing prior to loading the kit. The customer indicated that they do not mix the reagent packs properly when first opening the packs and therefore, microparticles are not mixed properly. The architect system operations manual indicated that elevated concentrations may be observed if the reagent was not properly mixed before loading. It further advises that the reagent should be mixed thoroughly before placing the septum on the reagent bottle. A review of all complaints associated with the architect b12 assay and architect b12 reagent lot 37920ui00 was performed. The review did not identify any non-statistical trends or atypical complaint activity for the assay. A review of all non-conformance reports and deviations associated with the likely cause and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. Testing was executed to evaluate the ability of the architect b12 assay to provide accurate results. One run was performed on three instruments, using quality file samples of architect b12 reagent lot 37920ui00 and controls were evaluated per package insert. All validity and acceptance criteria were met, demonstrating the ability of architect b12 (ln 7k61) lot 37920ui00 to provide accurate results in a portion of the dynamic range. Based on the evaluation results, no malfunction was suggested and product deficiency was identified for the lot in-question.